Manufacturer narrative:
(B)(4). D10: can sht thd scw hdls 2x36mm cat#: p20-520-036s lot#: ni. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that two headless screws fractured during a hammertoe repair procedure. One broke while inserting into the 4th dip/pip joints and the second broke while inserting across the 3rd dip/pip joints. A portion of the screws were retained by the patient and additional k wires were used to maintain fixation. Attempts have been made and no further event information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b2; b5; d2a; d4; d9; g3; g6; h3; h4; h6; h10. The reported event was confirmed by review of x-rays. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: fluoroscopic ap images of the third toe during hammertoe repair show presence of a screw projecting over and apparently spanning the proximal and distal interphalangeal joints. There is screw breakage (with removal of broken "headless" end of screw) at the third toe resulting in limited purchase across the dip at base of third toe distal phalanx. Visual examination of the returned parts confirmed the screws are fractured along the shafts. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that two headless screws fractured at the shaft during a hammertoe repair procedure. One screw broke while inserting into the 4th dip/pip joints and the second broke while inserting across the 3rd dip/pip joints. The screws shafts were retained by the patient with other devices utilized to maintain fixation. Attempts have been made and no further information has been provided.